Event description:
The customer reported that during the rf ablation procedure, the patient complained that his/her leg was hot. A 2nd degree burn was confirmed at the pad site and the procedure was discontinued. The burn on the patient's right anterior leg, was described as 1.5cm x 1.5cm in size. The burn was cooled and treated with ointment. No additional patient information is available.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.